Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that during a routine implant procedure, the physician observed difficulty inserting the left ventricular (lv) lead into the device header. Pacing impedance measurements were greater than 2,000 ohms. The lv lead was removed from the device and reinserted, again a difficult insertion noted. Pacing impedance measurements were then 400 ohms, however, the physician was concerned of having damaged the lv lead upon forceful insertion. The lead was removed and was repaired with medical adhesive. Ultimately, all lead measurements were within acceptable limits and the procedure continued without further observations. No adverse patient effects were reported during the procedure. The lead remains implanted.

Manufacturer narrative:
--